Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; all knobs were present. Analysis found the lcd (liquid crystal display) wires were pinched and red wire was exposed. (B)(4).

Event description:
It was reported that the external pulse generator (epg) was missing the dial to change the input. The epg was returned to the manufacturer for repair and calibration, analyzed and tested out of specification. No patient complications have been reported as a result of this event.